Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an intermittent occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported intermittent occlusions, which were reproduced during evaluation. A review of the event history log identified intermittent occlusions. The cause was determined to be an out of specification downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a false upstream occlusion alarm during testing. The cause was identified to be an ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.